Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2015 for the treatment of stress urinary incontinence. Post op, the patient developed a full body rash on (B)(6) 2015. The patient had stopped pain meds 2 days prior. The physician told the patient to take benadryl oral and cream. The patient was seen by another physician on (B)(6) 2015 and was prescribed prednisone and hydrocortisone cream. The patient was seen again on (B)(6) 2015 and the rash spread to the whole body. The patient was given a different cream at that appointment. As of (B)(6) 2015, the patient was doing well and the rash was gone. The patient was referred to allergy and immunology. No additional information was provided.